Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, an unknown hardware removal procedure was performed for unknown reason. It is unknown how the procedure was completed. It is unknown if there was a surgical delay. Patient outcome was unknown. This complaint involves (13) devices. This report is for (1) washer 7.0mm. This report is 11 of 11 (B)(4). Related product complaint: (B)(4).